Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first firing of the device over the pylorus of the stomach on a laparoscopic sleeve gastrectomy, the stapler was able to fire but it slowed down indicating thicker tissue. When the reload was removed from the tissue, it was evident that there had been some serosal tearing along the staple line. They inspected the reload and it looked fine. The stomach remnant when removed also had a tearing along the staple line and tissue was observed to be quite tough. The tissue defect had to be sutured and the surgical time was extended about 1 hour.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.